Event description:
It was reported that one of the patient¿s device was explanted and replaced. The date or year was unknown but the patient believed it was on (B)(6) day. It was unknown why the device was replaced and removed. The patient needed an MRI for a brain study and this was unrelated to the device. No product problems, signs and symptoms, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 009, product type: programmer, patient. Product ID: 3889-28, lot# v181446, implanted: (B)(6) 2008, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3889-28, lot# v565966, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had appointments on (B)(6) 2014 and (B)(6) 2014. No product problems or signs and symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.